Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow up. Upon, interrogation, noise was noted on the right atrial lead. Noise was unable to be reproduced during in clinic testing. No intervention was performed, and the lead remains implanted. The patient will continue to be monitored.